Event description:
It was reported that the device's power pca(printed circuit assembly) is bad. There as no reported patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the power pca(printed circuit assembly). Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.